Event description:
Customer reported that she had high blood glucose of over 500 mg/dl due to her insulin pump did not delivered any insulin. Customer stated that her insulin pump failed the high-pressure test twice and her infusion set had air bubbles. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test.